Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being checked after recent radiation therapy directed near device. Pop-up indicated there had been reset of device. Mode remained dual chamber rate responsive (dddr). Reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.